Manufacturer narrative:
On 6-19-2017 an ocd field engineer (fe) arrived at the customer site and found the vision had formalin used instead of saline. The fe replaced all components to the saline and di which consisted of the operator maintenance kit, flow sensor, blue and gray tubing connector, 2/3 way valve, pump, and wash bottle. One flow sensor did not arrive. The fe will continue service tomorrow. On 6-20-2017 an ocd field engineer (fe) returned to the customer site to install the connectors and flow sensor for the di water. The fe completed the pipa adjustments and required tests for replacing the components. The fe rebooted successfully. The vision came to a ready state successfully. The fe completed the probe maintenance. The customer ran qc, verified operation, and accepted the performance of this vision. All qc was within acceptable range. Repairs have returned this instrument to expected operation.

Event description:
The customer reports they loaded about 100 ml of formalin into the saline bottle and testing was performed. No erroneous results were reported. (B)(4).